Event description:
Surgeon went to impact the constrained liner and the head impactor became torqued due to the angle. After three or four impacts of the mallet the impactor head came off and would not thread back in. The case was stalled due to there being no other impactor. Case was eventually completed.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown constrained liner impactor head. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding an assembly issue involving a constrained liner inserter impactor tip 22mm was reported. The event was confirmed. A material analysis has been performed. The report concluded: the constrained liner inserter impaction tip broke from an off-axis overload condition with the fracture initiating at the root diameter of the first thread closest to the outer surface and progressed outward. The fact that the fracture started at the root diameter of the first thread indicates that the mating instrument was most likely not fully engaged. No material or manufacturing defects were observed during this examination. There is no evidence to support the event was related to patient factors. The reported device was manufactured and accepted into final stock with no reported discrepancies. There have been 1 other event for the reported lot. According to the mar, the threads fractured similarly to the reported event i.e. Consistent with an off axis loading and the mating instrument not being fully threaded. No material or manufacturing defects were observed. A review of the trending project folder indicates that there is no existing trend analysis for this product and issue. The material analysis report concluded that the fracture most likely occurred due to the mating instrument not being fully engaged. The results of the investigation conclude there is no indication the event is related to a manufacturing issue.

Event description:
Surgeon went to impact the constrained liner and the head impactor became torqued due to the angle. After three or four impacts of the mallet the impactor head came off and would not thread back in. The case was stalled due to there being no other impactor. Case was eventually completed.